Manufacturer narrative:
The customer refused to provide her telephone number.

Event description:
The customer received a blood glucose reading of "hi" from her breeze2 meter and readings of 128 and 86 mg/dl from another meter. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to return any product for evaluation.